Event description:
The pt developed swelling and erythema at treatment site two months after treatment with bovine collagen. The physician diagnosed as an allergic reaction and treated the pt with intralesional steriods.